Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/22790529 this report will be amended when our investigation is complete.

Event description:
It is reported that two patients with nexgen lps flex mobile cemented prosthesis had additional surgery for stiffness. Both were treated with open arthrolysis with retention of the components.